Manufacturer narrative:
Analysis found that there was something sticky on the battery contact chips. As a result the battery contact chips were cleaned. The device then passed functional testing.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.